Event description:
It was reported the patient got a shocking or jolting sensation and had a loss of therapeutic effect. The patient went to their doctor because their symptoms were getting worse. The patient¿s device was removed because they ¿couldn¿t get a nerve to connect it.¿ it was noted the device was removed sometime during the year of this report. They went into surgery thinking they were just going to change the battery again but the leads had corroded. The patient stated the device worked but they went to look at it and the leads were all decomposed. The patient said it was a big mess in there and when they tried to take back the leads it wasn¿t working. The patient noted ¿all that stuff was not working after I went through that machine.¿ it was a mess and they took it out but couldn¿t reconnect ¿because of my body or whatever¿ so they removed the device. The patient stated they couldn¿t get another device for incontinence. Reportedly, the patient ¿felt it when she went through ,¿ which was interpreted to mean the ¿machine¿ mentioned earlier. The patient¿s stimulation was off because they didn¿t realize they could turn it off. It was noted that they had to leave a lead in because they weren¿t able to get it out. The patient stated their physician told them they had never seen a battery that looked like that in anybody¿s body. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v314283, implanted: (B)(6) 2009, product type: lead. (B)(4).